Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the radiofrequency (rf) wire coating peeled off during insertion. During device insertion for a procedure a versacross connect access solution for faradrive rf wire was used. When the device was being inserted the coating on the rf wire peeled off. This was observed while the device was still outside of the patient. The device was replaced and the procedure was completed. No patient complications were reported.